Event description:
It was reported that the customer experienced low blood glucose (BG) level of 40 mg/dL. Customer addressed by consuming glucose tablets. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.